Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "hub" of one link extension set detached from the set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.